Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter performed a blood glucose test at home and got a result of 156 mg/dl. Within 30 minutes, she went to the doctor's office and had a lab test done with a result of 369 mg/dl. She did not have any symptoms.